Event description:
The distributor contacted heartsine to report that the electrodes, once inserted, would not be recognized by the device. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not forwarded on to the heartsine technical support coordinator immediately. A subsequent investigation was launched by the technical support coordinator to locate the device, however the device was unable to be located. Therefore, the reported issue could not be duplicated or verified. The cause of the reported issue could not be determined.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that the electrodes, once inserted, would not be recognized by the device. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.